Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level was 400 mg/dl. It was unknown whether the auto mode feature was active at the time of high blood glucose event. Customer treated high blood glucose with manual injections. It was unknown that the customer was using insulin pump for 48 hours within reported high blood glucose event. Customer declined troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.